Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/28/2013 with the following findings: the pump battery compartment was observed to be cracked from the threads to the finger pad. The pump battery compartment was observed to have corrosion in the compartment. A leak test was performed and the pump was found to be leaking at the battery compartment. The pump was found to be unable to power on during testing. The pump was opened and no further moisture damage was observed inside the pump. (B)(6).